Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09 -jul-2018 with the following findings: during investigation, the black box and alarm history show ¿cs088¿ watchdog alarm on (B)(6) 18. The battery compartment was cracked above the grip pad. A test battery cap was used. The ¿ez-prime¿ steps were performed correctly, no ¿cs088¿ alarms occurred during the investigation. Unable to duplicate ¿communication¿ complaint. The pump¿s cover was removed, and there was no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.